Event description:
Related manufacturer report number: 2017865-2022-45630. It was reported that noise resulting in oversensing was observed on the right atrial (ra) lead and right ventricular (rv) lead. Abbott technical support confirmed the event and recommended performing lead provocation testing. No intervention was performed at this time to resolve this event. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated that an x-ray was performed and revealed no anomalies.